Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component has some radiolucence and some cysts, there seems to be a periprosthetic fracture at the posterior cortex. Therefore loosening can be confirmed. The pe cannot be assessed directly, however, there is no clear evidence of loosening or separation from the tibia. The talar component has massively subsided and is sunken into the collapsed bone. Therefore loosening and migration can be confirmed from the CT scan, here.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of radiolucence and cysts which are suggestive of implant instability. If any further information is provided, the complaint report will be updated. H3 other text : device remains implanted in patient.